Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints in this lot. Add'l info was requested by phone, fax, and mail on 02/10/2012 and 02/17/2012. Add'l info was received in a follow-up call on 03/06/2012. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative outcome, due to the intraocular lens (iol) possibly being off axis, following (iol) implant surgery. In a follow-up, the surgeon reported that the iol was rotated in a secondary surgical procedure and the pt's outcome is unk. Add'l info has been requested.